Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had cuff inflation/deflation issue. There was no patient harm associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's cuff was tested before placing the cannula on the patient and worked fine. But when the cannula was placed on the patient, the doctor could not insufflate cuff. The doctor tried a lot of times without success. When the device was withdrawn, the cuff was found broken.the patient had a replacement of the tube.